Event description:
It was reported that during a lap cholecystectomy procedure, the device did not clip. The site used a new instrument to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.